Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. Vascular access was obtained via the right tibial artery utilizing an anterograde approach. The 100% stenosed, chronic totally occluded (cto) target lesion was located in a severely calcified and moderately tortuous right posterior tibial artery. After a non-bsc introducer sheath and a non- bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced for dilation using an encore inflation device. Upon inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the coyote es was received inside a carrier tube (hoop). The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).